Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the journal of surgical oncology titled ¿intercarpal ligamentoplasty for scapholunate dissociation: comparison of two techniques¿. The study reviewed forty (40) patients who underwent scapholunate intercarpal ligamentoplasty (slicl): original vs. Modified technique using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty (30) month follow-up period, one (1) patient experienced complex regional pain syndrome. Ref: "athlani, l. Et al. Intercarpal ligamentoplasty for scapholunate dissociation: comparison of two techniques. J hand surg eur vol. 2021 mar;46(3):278-285. Doi: 10.1177/1753193420940498. Epub 2020 jul 19. Pmid: 32686557".